Event description:
Boston scientific crm received information that this implantable right atrial pacing lead exhibited impedance measurements greater than 3000 ohms. While the lead was still capturing, no sensing was observed. It was determined the lead had fractured. The device was reprogrammed to vvi. To date, there have been no reported patient symptoms associated with this clinical observation. Additional information was received indicating the patient underwent a routine device change out procedure. The lead was tested via a pacing system analyzer (psa). High out of range pacing impedance measurements were again observed. Additionally, the lead was not capturing. Insulation damage was noted on the lead. The lead was surgically abandoned and replaced. No adverse patient effects were reported.

Manufacturer narrative:
As of today, the available information suggests this lead and device remain implanted. If any additional information related to this incident becomes available, this event will be updated. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.